Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water tightness loss, disconnection in camera unit. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image due to disconnection in the cable. A definitive root cause could not be identified for the disconnection in the camera unit. A definitive root cause could not be identified, it is likely the water tightness loss due to a gab on cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the camera head does not display a picture. There were no reports of patient harm.